Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests, within 10 minutes, using separate fingersticks, and got results of 59 and 85 mg/dl. She did not report any symptoms. Rptr stated that the confirmation dot on the test strip did not turn completely blue, as if she had not applied enough blood to the strip. A control solution test result of 89 mg/dl was within range.